Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was a suture retrieval issue for two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to less than or equal to 24f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks is due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no. H6 medical device problem code: 1142 removed, code 1562 added.